Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were hypoglycemic but the cgm read 131 mg/dl. No information was initially provided regarding the blood glucose (bg) value, his symptoms, or whether any treatment or medical intervention were provided. Additional information was received on (B)(6) 2019 from the patient stating that around noon on (B)(6) 2019, he felt hypoglycemic symptoms including sweating, shakiness and weakness, even though the cgm reading was normal as above. He did not check his bg with a finger stick but ate sugar and the symptoms resolved. At the time of the follow up report he was doing well and had not required emergency medical services (ems), hospitalization, or other medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.